Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that she feels pain at the ipg site when she moves. The reported discomfort is present regardless of the stimulation's function. In addition, when recharging it was said that the pt feels heating at the ipg site. A consultation is planned for further interrogation of the pt's scs system.